Event description:
The manufacturer received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP, bipap, and mechanical ventilator devices sound abatement foam become degraded and alleged visualization of particles. There was no report of patient harm or injury. The manufacturer received additional information that the patient having headaches, stuffy nose and sore throat. Section b3, g3, h1, h6 has been updated.